Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported the differences in the sensor glucose vs blood glucose event. The sensor glucose value that triggered the suspend on low/suspended before the low event was 3.8 mmol/l and the low limit in sensor settings was also 3.8 mmol/l. The blood glucose value associated with the triggered suspended event was 20.5 mmol/l which was outside of the acceptable range. Insulin delivery was suspended due to sensor glucose vs blood glucose event. The event involved product(s) mmt-5120c2. Troubleshooting was performed for the sensor glucose vs blood glucose, change sensor and the customer was advised that a replacement of sensor will be sent. The customer did not take medication such as acetaminophen, paracetamol, or hydroxyurea. The customer received a change sensor alert and the sensor was not securely taped to skin and was not still in place. No further patient complications were reported. Product return for mmt-5120c2 is not expected.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported the differences in the sensor glucose vs blood glucose event. The sensor glucose value that triggered the suspend on low/suspended before the low event was 3.8 mmol/l and the low limit in sensor settings was also 3.8 mmol/l. The blood glucose value associated with the triggered suspended event was 20.5 mmol/l which was outside of the acceptable range. Insulin delivery was suspended due to sensor glucose vs blood glucose event. The customer reported no adverse event. The event involved product(s) mmt-5120c2. Troubleshooting was performed for the sensor glucose vs blood glucose instinct/simplera sync sensor and the sensor was worn for 6 days troubleshooting was performed for the change sensor/sensor updating/calibration not accepted and the customer was advised to send a replacement only if the correct protocol was used and if the sensor was in use for less than 6 days. The customer did not take medication such as acetaminophen, paracetamol, or hydroxyurea. The customer received a change sensor alert and the sensor was not securely taped to skin and was not still in place. No further patient complications were reported. Product return for mmt-5120c2 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.